Event description:
The customer reported that while running an hbc assay, summit sample handler did not pipette sample diluent into well positions f6 and no error message was generated. A field service engineer was dispatched and observed that the tip clamp was bent in position 6. The engineer replaced the tip clamp, aligned the instrument and performed verification checks. No death and serious injury was associated with this event.